Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received an inappropriate shock while sleeping, from this subcutaneous implantable cardioverter defibrillator (s-ICD) device due to over-sensing of noise and changes in morphology. Smart pass was disabled prior to the inappropriate shock. During a follow up appointment, the physician was unable to replicate any artifacts. Device programmed to secondary and smart pass turned on. A request was made to have data from this device analyzed. A technical service consultant reviewed device data and provided recommendations for additional testing and x-ray imaging. The device remains implanted. No adverse patient effects were reported.